Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was exchanged. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2026 due to a methicillin-resistant staphylococcus aureus (mrsa) driveline infection and mrsa bacteremia. The patient was initially admitted on (B)(6) 2026. The patient was treated with daptomycin 8mg/kg intraveneous q 24hr prior to the pump exchange with no resolution. After the pump was exchanged, the patient was continued on daptomycin 750mg intraveneous q 24hr for 6 weeks from the left ventricular assist device (lvad) exchange eot (B)(6) 2026. The patient would start doxycycline 100mg po q 12 hr indefinitely.